Event description:
It was reported during the knee arthroscopy that the tip of the instrument was broken off. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the reported event was confirmed as one unpackaged ar-10010, probe - hook, 150 mm shaft, 3.4 mm tip, w/5.0 mm, with batch 75629 was received for investigation and the evaluation revealed that the distal tip is broken off (see evaluation pictures 1 + 3). No fragments were returned for inspection. This is most likely caused by applying excessive leveraging forces. Further the handle is discolored (see evaluation pictures 1 + 2). Functional test was not performed due to the damage to the device.